Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the v-pro max 2 sterilizer and found that there were loose screws on the unit's motor cover that had become loose overtime. The technician tightened the necessary screws, tested the unit, confirmed it to be operating according to specification, and returned it to service. A 3-year complaint review determined this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that oil was leaking from their v-pro max 2 sterilizer. No report of injury.